Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 half height had multiple cubies that failed and were unable to be recovered. The customer performed a power cycle, which did not resolve the issue; entire row b cubies were affected. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 half height had multiple cubies that failed and were unable to be recovered. A field service engineer (fse) reported that auxiliary drawer 4.2 row b was not connected on the communication bus. The fse cleaned the conductive foil and reseated the cables to restore proper connectivity. The system functioned as intended after the field service engineer repaired the device.